Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that her blood glucose was high for several days prior to dropping to 30 mg/dl, at which time she was hospitalized. The customer's blood glucose reading at the time of the phone was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.